Event description:
A customer contacted baxter great britain regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 2. The technical service representative (tsr) explained the alarm to the hp, assisted with troubleshooting, and advised them to continue with manual supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line. A batch review could not be performed as the lot number was unknown. A labeling review was performed and it was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).